Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet failed to charge despite placement on a charging pad showing a solid green indicator, and the device became unresponsive after extended charging attempts across multiple outlets, leading to a replacement being arranged. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.